Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. Ischemia and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Although a conclusive cause cannot be determined for the reported patient effects, no corrective action will be initiated as there is no indication of a product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality. You are receiving this report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent.

Event description:
It was reported that the promus rx stent was deployed in the proximal left anterior descending artery (lad) on (B)(6) 2010. The patient returned on (B)(6) 2010 due to recurrent ischemic symptoms. Examination of the proximal lad revealed that the lesion site is completely occluded with thrombus. Thrombectomy was performed and the lesion was dilated prior to placement of a xience v stent with good results. No additional information was provided.